Manufacturer narrative:
(B)(4). Date sent 6/11/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there a leak present? Due to the leak were there any type of infections? If yes, how was the infection treated? Please give a timeline of the surgical events? Did the patient have to have a second operation? If yes, what was completed with the second operation? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any malformed staples? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a transverse colectomy operation. Anastomosis with the echelon ethicon glc80 stapler and use of 3 glcr80g refills. Following fever and complaints of the patient, performing an abdominal CT scan which does not show leaks at the level of the colon. Further alteration of the general condition of the patient, surgical resumption with visualization of fecal matter on the anastomosis line. Current status of the patient: extension of hospitalization.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025.